Event description:
It was reported that the right atrial lead impedance increased from normal range to greater than 4000 ohms and the sensing and threshold values were compromised. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.